Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Additional device product code hwc. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a surgical procedure to treat a femoral trochanteric fracture on (B)(6) 2016, after the surgeon attached the impactor to the blade, the surgeon could not move the shaft part of the blade. The surgeon decided to use a different sized blade to complete the surgery. There were no adverse consequences reported; however, there was a reported surgical delay of unknown duration. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was not implanted or explanted due to the reported issue. Manufacturing investigation evaluation: the returned blade was received in a slightly worn condition. The shaft does show marks of use, like scratches and shavings, on the outside surface. The tip section does have nicks on the cutting edges. All measured specifications passed and no deviations were found. The provided functional test showed that the impactor could be attached and detached as required. Further, the blade could be locked as intended. No manufacturing or functional failure was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.